Event description:
It was reported that the problem with the subject programmer is that the cpr3 head will not initialize and, the touch screen loses its calibration.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the problem with the subject programmer is that the cpr3 head will not initialize and, the touch screen loses its calibration.